Manufacturer narrative:
Device 60 of 67. E1: complainant country: korea, republic of. Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Returned sample evaluation: photos associated with this case was received for evaluation. Batch record review: the lot 3c05902 was manufactured on 31 mar 2023 bodolay manufacturing line, with a total of (B)(4) market units. Complaint investigator performed a batch record review on (B)(6) 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. System application product (sap) material 1738483 and manufacturing order 1677081. The batch record review supports that there were no discrepancies related to the issue reported. Investigation conclusion: after brainstorming and ishikawa, potential root cause to the failure mode was identified. Corrective and preventive actions will be taken for each of the causes identify for problem solution. Root cause(s): method: dirty carts to transport materials. Dirty trays. Method: mixers with residues from previous mixtures. Manpower: inadequate transfer of materials. Manpower: inadequate electrocuting lamp maintenance a corrective action / preventive action (CAPA) plan will be generated to track the implementation of these actions and measure the effectiveness in the product and the process. The investigation associated with related event record has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
It was reported by a distributor that there was a foreign matter found in pouch in sixty-seven sheets. The product was not used on patient. The photographs depicting the issue were received from the complainant.